Manufacturer narrative:
Batch review performed on 05 april 2017. (B)(4). Additional information received on 05 april 2017 and includes: the revision surgery was completed successfully on (B)(6) 2017, as planned. The size 10 mm insert was removed and a size 14 mm insert was inserted. The knee is now stable so should be no more problem. The surgeon was unsure why the knee became lax or unstable. On 07 april 2017 the medical affairs director performed a clinical evaluation and commented as follows: insert revision in tka 1 year after primary for joint instability. The insert was exchanged to a thicker one. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension. This is not a problem due to any implant defect or malfunction.

Event description:
The patient had unstable knee. A revision surgery was planned to insert a thicker insert.